Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level ranged from 180-181 mg/dl. Reportedly, the customer cleared the alarm and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.